Event description:
It was reported the patient's wife found the patient incoherent around 10:53 pm. She tested him using his aviva meter and received a reading of 101 mg/dl. She did not trust this result, so she gave him a soda to try to raise his blood sugar. She called the emts immediately. They arrived about 5-10 minutes later and tested the patient on their meter, receiving a reading of 55 mg/dl. The customer is unsure of the exact time of this reading, but states it was between 10:53 pm, and 11:15 pm. They did not treat the patient, but told his wife to give him another soda, and a sandwich. They stayed until the customer started becoming more coherent. They tested him again on their meter and received a reading around 100 mg/dl. After the emts left, the customer tested on his own meter, and received a reading of 186 mg/dl at 11:15pm. Prior to this event, the patient had tested at 6:51 pm and received a result of 147 mg/dl. This is within the customer's normal range. The patient took his normal dosage of nine units of novolin that he takes every evening for the night.